Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. There were visual indications of particulates around both pump door catch posts. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. The pump door test failed. A visual inspection revealed that the catch slide within the door was making hard contact with the upper pump door catch post. An accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the ast. The cycler underwent and passed a mushroom head check, and a patient sensor calibration check. An internal visual inspection identified evidence of dried fluid within the hp2 filter of the pump assembly pneumatic system. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient¿s contact reported to technical support (ts) that a fluid leak occurred during the patient¿s treatment. There were multiple ¿m31 air detected in cassette¿ alarms that occurred during the treatment, prior to discovery of the fluid leak. The contact called ts for assistance while the patient was in drain 2 of 4. After failing to bypass the alarm, the patient¿s treatment was cancelled. The ts representative recommended the patient complete their treatment by performing a manual pd exchange. After removing the cycler set, the contact reported finding fluid droplets in the cassette compartment of the cycler. The contact stated the fluid was found near the area where the ¿two black bubbles¿ are located. After ts was made aware of the fluid intrusion, they advised the contact to discontinue use of the patient¿s cycler and a replacement was ordered. There was no reported damage identified on the cassette. Upon follow up, the patient¿s contact confirmed treatment was completed by performing a manual exchange. The contact confirmed they were trained on performing manual pd therapy, as well as stat drains if necessary. The replacement cycler was received later that evening, and there were no missed treatments due to the event. It was confirmed that the patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported fluid leak. The patient is continuing pd therapy on the replacement cycler with no further issues. The old cycler was picked up and returned to the manufacturer for physical evaluation. The cycler set was not available for evaluation as it was reportedly discarded.